Event description:
It was reported that during a cholecystectomy procedure, the jaw could not be opened after the first firing. The trigger was returned by hand and the jaw was opened. After that, the device was checked outside the patient's body and it worked properly. However, another device was used just in case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.